Manufacturer narrative:
Novocure medical opinion is the contribution of the optune gio device to the event that might have led to potential harm cannot be ruled out. Asphyxia was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 8 reports of asphyxia in the commercial program to date, 5 of which were non-serious, potentially related to device use. Strangulation has been considered in the optune gio risk evaluation; initial risk was reduced as much as possible and residual risk is considered to be acceptable. The event did not result in permanent impairment of body function or permanent damage to a body structure. The event was considered temporary, the patient did recover from the event without reported sequelae. There are no long-range health consequences to be expected.

Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient´s spouse informed novocure that the connection cable cord had wrapped tightly around the patient´s neck while he was sleeping which subsequently constricted his breathing. No medical intervention was reported. Attempts to contact the prescribing physician for additional information were made, but no response was received.